Manufacturer narrative:
(B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that one sc60a device (a) was returned in good visual condition and with one ecr60d cartridge reload present. The cartridge reload was received fully fired and with no anomalies. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed properly during testing. The analysis found that one sc60a device (b) was returned in good visual condition. The cartridge reload was received fully fired and without anomalies. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed properly during testing. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line.

Event description:
It was reported that during laparoscopic gastrectomy, the target tissue was pushed out at the 2nd firing when the knife moved forward at the lesser curvature of stomach side and the target tissue was damaged. To recover the target tissue, the second device was used but the same incident occurred again. Finally the operation was changed to total gastrectomy.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional follow up: can you please provide a detailed timeline of which device was used for which firing? First device: cat#) sc60a/batch#) k5904u and cat#) ecr60d/possible lot#) k4c03e, k4c10n, k4c204, k4c23e, k4c254, k4c27k, k4c30r. 2nd device: cat#) sc60a/batch#) j5kc72 and cat#) ecr60d/batch#) k59374. Was the device cleaned between firings?the information was not provided from the hospital. Was the device fired over existed staples lines? Maybe. The surgeon commented that he might fired over existed clip. And a gastric camera was inserted into the patient's stomach when the device was fired. He also commented that he might fired over a gastric camera. What were the patients preexisting conditions? The remaining stomach was so small due to the position of tumor. Is a video available? Yes. Was the initial intent for the procedure to be a partial gastrectomy converted to a total? Please clarify. The target tissue was damaged because it was pushed to the tip of jaw during the firing. The remaining stomach was too small as a result of it, and the surgeon decided the conversion. However, the surgeon had assumed the conversion because the remaining stomach was so small due to the position of tumor before the surgery. Did the surgeon have any opinion as to why the 2 instruments both failed? Please see q3. Has the surgeon and staff been inserviced? Yes. How is the patient currently? Stable condition. Is the patient expected to have a full recovery? Yes."